Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient states that she has fallen multiple times and have been dealing with persistent intermittent shocking down her extremities. It was noted that the patient switched from basic to adaptive. The caller stated that she lost 30 lbs after the system was implanted and the ins slips out the pocket. The patient mentioned that this sometimes causes pain. The patient met with a manufacturing representative (rep) who completely reprogrammed the device. The patient's doctor looked at the pocket and stated that it looked fine and wasn't moving too much. However, the patient is still experiencing shocking. The caller mentioned that they had the device off for two days but needs to have it on during the day for pain. She doesn't use it at night because she has meds that cover the pain. The patient was recommended to follow up with their health care provider. No further patient complications have been reported as a result of this event.

Event description:
Updated coding and device code: patient fall was previous coded as environmental issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.